Event description:
It was reported that prior to using bd vacutainer® flashback blood collection needle, there was foreign matter on the needle wall of twelve devices across three lot numbers. No patient impact reported.

Manufacturer narrative:
The following fields were updated due to additional information: d4. Medical device lot #: 3109100. D4. Medical device expiration date: 04/30/2025. H4. Device manufacture date: 05/18/2023. The following fields were updated due to additional information: d9: device available for evaluation: yes. D.9:device eval by manufacturer? Yes. D9: returned to manufacturer on: 2024-march-5th. H.6 investigation summary material #: 301746. Lot/batch #: 3014511, 2331221, 3109100. Bd received 11 samples (9 from lot 2331221 and 2 from lot 3109100) and 9 photos for investigation. The photos were reviewed and the customer¿s indicated failure modes for foreign matter and hooked needle point were observed. Additionally, the customer samples were evaluated by visual examination and the following observations were made. From the 9 samples of lot 2331221 there was 1 sample with dark green foreign matter, 5 samples with white foreign matter, 3 samples with excessive lubrication lumps, and 1 sample with a hooked needle point. From the 2 samples of lot 3109100 there was 1 sample with stringy foreign matter and 1 sample with a hooked needle point. The foreign matter found on the samples was analyzed by fourier transform infrared spectroscopy (ftir) analysis and the results were as follows: the dark green foreign matter was found to be polypropylene. The white foreign matter was found to be polystyrene. The stringy foreign matter was found to be cellulose. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes foreign matter, hooked needle point, and excessive lubrication. Bd has initiated further root cause investigation relating to the issues of foreign matter and hooked needle point through corrective and preventive actions. An update to the cleaning procedure for the lubrication process was made to reduce excessive lubrication issues. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to using bd vacutainer® flashback blood collection needle, there was foreign matter on the needle wall of twelve devices across two known lot numbers and one unknown lot number. No patient impact reported.

Manufacturer narrative:
D4. Medical device lot#: 3014511 d4. Medical device expiration date: 31-jan-2025 h4. Device manufacture date: 08-mar-2023 d4. Medical device lot#: 2331221 d4. Medical device expiration date: 30-nov-2024 h4. Device manufacture date: 12-jan-2023 d4. Medical device lot#: unknown d4. Medical device expiration date: unknown h4. Device manufacture date: unknown h.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.